Event description:
The caregiver found a pt entangled in the siderails. The pt had their head against one of the siderails and their legs entangled in the rails on the opposite side of the bed. The pt was repositioned in the bed properly. Later that morning another nurse noticed the pt had injuries to their left side. The pt was taken for tests. The pt had a bruise on their left hip, a contusion and their head, and two fractured ribs on their left side.